Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain\pain pelvic area') in a 33-year-old female patient who had essure (batch no. B76538) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included grand multiparity. Previously administered products included for an unreported indication: mirena. Concurrent conditions included obesity. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine no.3) from (B)(6) 2014 to (B)(6) 2015, etonogestrel (nexplanon) and hydrocodone bitartrate;paracetamol (vicodin). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia/abnormal bleeding (menorrhagia)"), 9 months 30 days after insertion of essure. In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). In (B)(6) 2015, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced menstrual disorder ("menstrual issues"). The patient was treated with surgery (total hysterectomy uterus and cervix removed), bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved and the menstrual disorder, depression, anxiety and weight increased outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia, menstrual disorder, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 220 lbs. There was 1 coil into the uterine cavity,4 coils were into the uterine cavity plaintiffs received treatment for pain, abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: results: essure device was successfujly occluded; on (B)(6) 2014: results: bilateral tubal occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; menorrhagia, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 2-sep-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain\pain pelvic area') in a 33-year-old female patient who had essure (batch no. B76538) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included grand multiparity. Previously administered products included for an unreported indication: mirena. Concurrent conditions included obesity. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine no.3) from (B)(6) 2014 to (B)(6) 2015, etonogestrel (nexplanon) and hydrocodone bitartrate;paracetamol (vicodin). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia/abnormal bleeding (menorrhagia)"), 9 months 30 days after insertion of essure. In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). In (B)(6) 2015, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced menstrual disorder ("menstrual issues"). The patient was treated with surgery (total hysterectomy uterus and cervix removed), bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved and the menstrual disorder, depression, anxiety and weight increased outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia, menstrual disorder, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 220 lbs. There was 1 coil into the uterine cavity,4 coils were into the uterine cavity plaintiffs received treatment for pain, abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: results: essure device was successfujly occluded; on (B)(6) 2014: results: bilateral tubal occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; menorrhagia, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: plaintiff fact sheet received. Outcome of the events pertaining to pain, bleeding were updated to recovered/resolved. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstrual issues"). The patient was treated with surgery (partial hysterectomy due to complications from the essure). Essure was removed. At the time of the report, the pelvic pain and menstrual disorder outcome was unknown. The reporter considered menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 28-feb-2018: the summons received - the event injury was updated to pelvic pain, event menstrual issue was added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a 33-year-old female patient who had essure (batch no. B76538) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included grand multiparity. Concurrent conditions included obesity. Concomitant products included vicodin. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish") and weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual issues"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (total hysterectomy uterus and cervix removed), bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain had resolved and the menstrual disorder, vaginal haemorrhage, menorrhagia, depression, anxiety, dysmenorrhoea and weight increased outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia, menstrual disorder, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 220 lbs. There was 1 coil into the uterine cavity,4 coils were into the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: essure device was successfujly occluded; on (B)(6) 2014: bilateral tubal occlusion. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; menorrhagia, dysmenorrhea. Most recent follow-up information incorporated above includes: on 7-sep-2018: pfs received event " abnormal bleeding (vaginal, menorrhagia), depression and mental anguish, dysmenorrhea (cramping), weight gain" added. Outcome of event " pelvic pain" was recovered. Patient, reporter and product information added. Concomitant and historical condition added. Lot number added. Lab data added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a 33-year-old female patient who had essure (batch no. B76538) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included grand multiparity. Concurrent conditions included obesity. Concomitant products included vicodin. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish") and weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual issues"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (total hysterectomy uterus and cervix removed), bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain had resolved and the menstrual disorder, vaginal haemorrhage, menorrhagia, depression, anxiety, dysmenorrhoea and weight increased outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia, menstrual disorder, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 220 lbs. There was 1 coil into the uterine cavity,4 coils were into the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: essure device was successfujly occluded; on (B)(6) 2014: bilateral tubal occlusion. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; menorrhagia, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-sep-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain\pain pelvic area') in a 33-year-old female patient who had essure (batch no. B76538) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included grand multiparity. Previously administered products included for an unreported indication: mirena. Concurrent conditions included obesity. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine no.3) from (B)(6)2014 to (B)(6)2015, etonogestrel (nexplanon) and hydrocodone bitartrate;paracetamol (vicodin). On (B)(6)2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia/abnormal bleeding (menorrhagia)"), 9 months 30 days after insertion of essure. In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6)2014, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). In (B)(6) 2015, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced menstrual disorder ("menstrual issues"). The patient was treated with surgery (total hysterectomy uterus and cervix removed), bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved and the menstrual disorder, depression, anxiety and weight increased outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia, menstrual disorder, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 220 lbs. There was 1 coil into the uterine cavity,4 coils were into the uterine cavity plaintiffs received treatment for pain, abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33 kg/sqm. Hysterosalpingogram - on (B)(6)2014: results: essure device was successfujly occluded; on (B)(6)2014: results: bilateral tubal occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; menorrhagia, dysmenorrhea quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2020: plaintiff fact sheet received. Outcome of the events pertaining to pain, bleeding were updated to recovered/resolved. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.